Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker could not be interrogated. The patient had been lost to follow up for a few years. A magnet rate was not able to be obtained. An invasive procedure was performed to explant and replace the device. No adverse patient effects were reported.